Event description:
It was reported that the patients peripheral nerve stimulation (pns) leads were not offering any relief for her pain area. In addition, the patient was experiencing new, non-device related nerve pain down her right buttock and leg, right shin, and upper thoracic area. The patients system was reprogramming however the issue persisted. The physician decided to replace the patients pns leads with a dorsal column spinal cord stimulation (dcs) paddle lead. The patient underwent a revision procedure in which the patients peripheral leads were explanted and a paddle lead was implanted. The explanted leads will not be returned as they were discarded by the medical facility. The patient was doing well postoperatively and recovering well.

Manufacturer narrative:
Additional suspect medical device components involved in the event. Brand name: linear 3-6, upn: m365sc2366500, model: sc-2366-50, serial: (B)(4), batch: 7074608.